Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that one lead was crooked during operation. A new lead was used and the operation was completed and the issue resolved. The failure reason and troubleshooting were unknown. There were no symptoms reported and no further complications were reported/anticipated.

Manufacturer narrative:
Corrected to indicate consumer was the initial reporter. If information is provided in the future, a supplemental report will be issued.